Manufacturer narrative:
Investigation - evaluation a review of the instructions for use (IFU), and quality control of the device was conducted during the investigation. The device is shipped with an IFU that describes the intended use, specific items are addressed such as: warns that "extreme caution must be used in placement and monitoring of catheters." And that "catheter tip position should be monitored by x-ray on a routine basis." The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Based on the information provided, a definitive root cause cannot be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
The PICC line had been placed in the svc on insertion but has since migrated to the right internal jugular vein. It was a 4 fr turbo-ject (single) that had been placed in the right arm. Additional information has been requested, however it was not provided at the time of this report.

Manufacturer narrative:
Cd images were received. Actual device not returned. (B)(4). The event is currently under investigation.

Event description:
The PICC line had been placed in the svc on insertion but has since migrated to the right internal jugular vein. It was a 4 fr turbo-ject (single) that had been placed in the right arm. Additional information has been requested, however it was not provided at the time of this report.